Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include connection issues or component failure. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that batteries were put in the device, the button to turn on. Was pressed and the lights flashed but the device did not turn on. No harm or injury reported.